Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery test were not performed due to motor error alarms. The device had cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.